Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced additional surgery, chronic pelvic pain, frequent urination, interstitial cystitis, bladder inflammation, and dyspareunia. No additional information was provided.a review criteria.of the batch manufacturing records was conducted and the batch met all finished goods release.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted concurrently with vaginal hysterectomy and high mccall culdoplasty. It was reported that patient underwent laparoscopic bso and lysis of adhesions on (B)(6) 2012 due to chronic pelvic pain. No additional information was provided.